Event description:
It was reported that the wake button was difficult to press, often requiring multiple presses to activate the screen. There was no adverse impact on the customer's blood glucose level. Reportedly, the pump was replaced to resolve issue and customer continued to use the pump for insulin therapy.